Manufacturer narrative:
A4 - unk a5 - unk a6 - unk h6 - work order search: no similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo 12.6, -17.0/2.5/093 (sphere/cylinder/axis), implantable collamer lens was implanted and removed on (B)(6) 2023 due to the lens tear during injection/delivery into the patient's left (os) eye. There was patient contact (lens touched the eye) with no patient injury. A new same size lens with same size , similare (sphere/cylinder/axis) lens was implanted on (B)(6) 2023. This resolved the problem. Cause of the event is reported as unknown. Reportedly, the small tear noticed after implantation. New lens implant went smooth and patient is doing good.